Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 03:31:52. During night drain cycle four, the patient's ultrafiltration reading was 1378ml, indicating the patient drained 1378ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.